Manufacturer narrative:
The balloon of a 6f/7f mynxgrip vascular closure device (vcd) was defective. There was no reported patient injury. Hemostasis was achieved with manual pressure. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 6f/7f was returned. Per visual analysis, the returned device showed that the shuttle cartridge was engaged to the handle. The procedural sheath was not returned. The catheter was inspected for anomalies, and no anomalies were observed. Per functional analysis, leak testing was performed by attempting to inflate the balloon from the returned device with. The results revealed a leak in the balloon. Per microscopic analysis, the source of the leak was a micro tear in the balloon, approximately 1.5 mm from the balloon¿s proximal neck. A product history record (phr) review of lot f1915103 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure¿ was confirmed during analysis of the returned device. The balloon loss of pressure was caused by a micro tear in the balloon, approximately 1.5 mm from the balloon¿s proximal tip. Based on the information provided and the investigation performed, the root cause of the tear could not be conclusively determined. Vessel characteristics, although unknown, may have contributed to the reported event. According to the instructions for use (IFU), which is not intended as a mitigation of risk, users are instructed to discard the device if the balloon does not maintain pressure. Neither the phr review, nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, the balloon of a 6f-7f mynxgrip vascular closure device (vcd) was defective. Therefore, hemostasis was achieved with manual pressure. There was no reported patient injury. After completion of the product evaluation, the results revealed a leak in the balloon.